Event description:
As reported, during reprocessing it is found that there is no air/water (a/w) flow from scope. There was no patient harm, no user injury reported due to the event. Device evaluation found nozzle is clogged with foreign material. This report is being submitted for the clogged nozzle with foreign material found during device evaluation.

Manufacturer narrative:
Evaluation of the device determined that the reported air/water flow issue was confirmed. The unit¿s air/water nozzle was blocked with foreign debris and was found deformed. Due to the deformation of the nozzle, the amount of water contact does not meet the standard value. Due to deformation, the water removal ability does not pass the standards. Due to a dent on nozzle, water supply volume does not meet the standard value. Furthermore, the following findings during inspection were noted on the device: objective lens has a chip distal end has a scratch adhesive on a-rubber is detached connecting tube has a wrinkle grip has a scratch forceps channel port is shaved s-cylinder is shaved switch (sw1) has a cut universal cord has a scratch scope (s-connector) has a scratch scope case (sc cover) unit has a scratch angulation is lower than standard angulation is play due to damage on channel (ch-tube) , forceps cannot be inserted smoothly due to damage on charge-coupled device (ccd) unit, the specified resolving power is not obtained with afi mode investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, foreign fibrous matter is clogged in the nozzle. There was no nozzle deformation or damage and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.